Manufacturer narrative:
This incident happened in united kingdom but the prosthetic foot 1c70 is also sold in the us. The foot was sent in and examined. A rupture of the strap (located in the heel area of the foot) was detected. The visual inspection showed that the foot had been cleaned. However, regular contact with abrasive substances can be expected due to the presence of sand and pebble residues. The presence of sand in the prosthetic foot caused increased strap wear. Intensive contact with dust and sand are a prohibited environmental condition according to the instructions for use. In order to avoid increased wear and tear, the product must be cleaned according to the instructions for use after each contact with dust and sand.

Event description:
The patient was about to cross the road, when he experienced a failure of the foot, resulting in immediate instability. The patient was falling into the roadway, but was able to reach out and grab a railing. The patient injured his shoulder and attended a gp (general practitioner) for medical treatment. He fractured the clavicle. The event happened in UK.